Manufacturer narrative:
Insulin pump received with a constant blank or flashing white light on the display due to vertical cracked lcd controller pcb1. Pump received with pillowing keypad overlay.

Event description:
The customer's mother reported via phone call that the insulin pump had a white screen. The customer¿s blood glucose was 94 mg/dl. Customer stated battery cap is damaged. Customer stated the contacts on the battery cap are damaged. The display returned after insulin pump restart. The device will be returned for the analysis.